Event description:
It was observed during olympus' device inspection that the videoscope's bending section adhesive was chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed issue was attributed to degradation related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.